Event description:
Patient to undergo laparoscopic lysis of adhesions and retropubic radical prostatectomy utilizing robotic assistance with the davinci system. At beginning of the procedure, there was a malfunction on robotic arm #2. One of the plastic wings used to tighten down the arm broke off while surgeon was attaching arm #2 to cannula. Because of the robotic sensors, it would not allow the tool to be utilized. At this point, a company representative was called and alternatives were discussed. (This was not a repairable piece of the robot during this surgery). Patient's spouse was notified and options discussed and agreed upon if robotic arm remained nonfunctional. Surgeon was able to get the second arm functional and it seemed to work, but as soon as one tool was changed out for another, it became nonfunctional again. At this point surgeon and staff believed it would have been imprudent to proceed with the robotic assisted procedure. The robot was undocked and all of the ports were closed in the usual fashion. Patient prepped again, redrapped and underwent open radial prostatectomy. The day after the event the service representative from intuitive surgical came to site and installed a new mount (broken cannula mount) on the psm2 (patient-side manipulator), tested system and system passed all tests.